Manufacturer narrative:
(B)(4). Concomitant medical products: 00877703602 bioloxâ® option, head, m, ã¸ 36/0, taper 12/14 2826143; 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 63176656; 00625006535 bone screw self-tapping 6.5 mm dia. 35 mm length 62959152; 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length 63171804; 00620105400 replacement locking ring for use with 54 mm shell 63220996; 00875705602 shell with multi holes porous 56 mm o.d. Size kk for use with kk liners 62466930; unknown zimmer m/l taper® press-fit extended neck offset. The complaint under investigation. Once the investigation is completed a follow up report will be submitted.

Event description:
It was reported that the patient had a revision of right hip arthroplasty due to recurrent dislocations. No additional information is available.

Manufacturer narrative:
The following report is submitted to relay additional information received: updated: the complaint cannot be confirmed as the medical records were not provided. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report.